Event description:
It was reported that a pta balloon ruptured at 18 atm during the second inflation while being used to treat a stenosis within an av forearm graft. During removal, the pta balloon became lodged within the 6f introducer sheath, requiring both to be removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The complaint sample was discarded by the user facility, therefore, a sample evaluation could not be performed. The investigation is currently underway.